Manufacturer narrative:
B5 : there was no patient involvement. One device was returned for analysis. Review of the event history log (ehl) showed a check clutch(reverse). Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a worn-out clutch parts and motor. As a result, left and right clutch, clutch spring, worm coupling, and motor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel reverse error. There was unknown patient involvement.